Event description:
It is reported that the impactor fractured during use.

Manufacturer narrative:
Evaluation summary: the device may have fractured due to high, repeated impaction forces, especially if they were not in line with the axis of the recess. The device meets dimensional specs where measured. The exact cause cannot be determined with certainty. Evaluation: as returned the impactor head is fractured. The device had a potential field age of approx 1 yr at the time of failure, respectively. Device history records indicate all components were manufactured and inspected to specifications.